Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. The main battery switch was found melted and replacement of the part did not resolve the malfunction. Physio continues to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
According to reporter, the device lost power while monitoring a patient during transport. The reported issue had no adverse effect on patient.